Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a prostyle device related to an endovascular aneurysm repair interventional procedure with a 16f sheath. Reportedly, the device was difficult to remove, but was eventually removed manually. The device tore the vessel and made the 16f access site larger. Surgery was used to repair the vessel and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3: date of event is estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling history was not performed because the lot number was not reported. Corrective and preventive actions (CAPA) reviews was performed and revealed no indication of a product quality issue. The cause of the reported difficulties cannot be determined. The reported patient effect of tissue injury, is listed in the perclose prostyle instructions for use, as a known patient effect of use with suture mediated closure device procedures. The subsequent treatment appears to be related to procedure circumstance. In this case, based on the information provided, it is possible the foot did not close completely, or captured tissue, due to interaction with the vessel; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: updated with physician information - first, last name, title and occupation.